Manufacturer narrative:
Investigation was conducted by a field service engineer (fse). Prior to evaluating the system, the fse was informed that something had spilt on the bottom area of the vision cart (vc), and the vc had been cleaned before the scheduled case. During evaluation of the system, the fse discovered that the left camera control unit (ccu) options menu had been opened and the camera ID had been activated and set to a random series of letters and numbers. The fse concluded that these buttons were most likely pressed during cleaning, thus causing the vision issues experienced by the customer. The fse repaired the system by resetting the ccu settings.

Event description:
It was reported that prior to using the system to perform any tasks for a da vinci surgical procedure, the surgical staff experienced text/words on the left side image displayed in the surgeon console. The surgical staff power cycled the system and checked the settings on the synchronizer, however, they were unable to resolve the issue. The patient had been under anesthesia for 45 minutes when the surgeon made the decision to abort the planned procedure and reschedule it for a later date. No patient harm was reported.